Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the handle was stuck on the bottom roller and could be removed, the bottom roller was damaged and handle inner gear damaged and the bottom roller, gear, and pin needed replacement; however, the repair was not completed because the customer declined the repair and the unit was returned unrepaired. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the handle was stuck and unable to come out of the device. The event occurred during sterile processing. No delay or harm occurred. No patient involvement. Investigation discovered that the handle was stuck on the bottom roller and could be removed. Therefore, it would not perform the up/down motion.